Event description:
The customer reported that they received a report of a safety guard breaking while being used on a nursing unit.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 25d251 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One sample and photos were provided for review and the reported issue was observed. However, based on the available information an exact root cause could not be determined. Additionally, the investigation did not identify a systemic issue with the product or process. A corrective and preventive action (CAPA) is not necessary at this time. We will continue to monitor reports and take actions as applicable.